Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year post implant of this aortic bioprosthetic valve, severe paravalvular leak (pvl) was noted after the patient presented with shortness of breath and fatigue. The pvl was resolved with a minimally invasive implant of a non-medtronic aortic closure device. The patient condition was noted to have improved significantly after the procedure.